Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Unique device identification(UDI) not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the navigation system used with the spine clamp. Testing revealed that the replicated issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a damaged double tall spine clamp. No patient was present.